Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had been hospitalized on (B)(6) 2015 in diabetic ketoacidosis (dka) with a blood glucose reading high on the meter, unspecified ketones, abdominal pain, vomiting, polydipsia, polyuria, difficulty walking, and extreme drowsiness. Reporter also alleged an inaccurate delivery issue beginning on (B)(6) 2015. Treatment included IV fluids, insulin via injection and pump. During troubleshooting, customer support found that the pump was not calculating recommended bolus total correctly. Patient discontinued pump therapy. This complaint is being reported because the patient experienced dka and the inaccurate calculation issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 6/1/15. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: no defect was found. Unable to duplicate complaint. The last bolus delivery was on 04/19/2015 and the last basal delivery was on 04/20/2015.. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. No eaw's occured during 24hr duration testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.